Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this pacemaker was suspected of right ventricular loss of capture during a sudden brady response episode. The patient experienced fatigue and low body temperature. Technical services (ts) indicated that device measurements are within range. This pacemaker remains in service. No adverse patient effects were reported.